Event description:
The customer received a questionable creatinine result for one patient sample. Information concerning the type of analyzer used was requested, but was not provided. The initial result was 1.11 mg/dl. The customer calibrated the assay and repeated the sample. The result was 1.86 mg/dl. The sample was then tested at two other labs with results of 1.8 mg/dl and 1.9 mg/dl. Information concerning if any erroneous result was reported outside the laboratory and if the patient was adversely affected was requested, but not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Review of the provided calibration, qc, and precision data did not indicate a general reagent or instrument issue.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The analyzer involved in the event was an integra 400 plus serial number (B)(4). The result of 1.11 mg/dl was reported outside the laboratory. The patient was not adversely affected.